Manufacturer narrative:
Insulin pump was received with no battery in the battery tube. Unable to perform prime during prime/a33 alarm test and motor error alarmed during basic occlusion test. Unable to determine root cause due to pump preservation. Device passed displacement test. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken belt clip slot and cracked case near display window corners noted during visual inspection. Missing end cap sticker noted. Data analysis: unable to be performed data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Event description:
It was reported that the customer was diagnosed with (B)(6) and passed away on (B)(6) 2015. The customer was placed in home hospice care for a few weeks, then, 3 days prior to passing, the customer had pain in lower back and had difficulty breathing. The customer was taken to a hospice facility, where he passed. The customer had neuropathy of feet and fingers. The customer was given medication for a-fib, had mild stroke 15 years ago; he was not yet on insulin pump therapy. The caller noted that the customer would periodically have yeast infection or kidney infection (mild case, treated with cranberry juice and did not require medication). The customer's blood glucose at the time of death was 300 mg/dl. The customer was not wearing the insulin pump at the time of death. It had been disconnected approximately 24 hours prior to passing, as part of hospice treatment plan. The customer did not use sensors. The insulin pump has been returned and analyzed.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump was unable to prime during prime alarm test and motor error alarms during basic occlusion test. The insulin pump was unable to determine root cause due to pump preservation. The insulin pump passed displacement test. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken belt clip slot and cracked case near display window corners noted during visual inspection. The insulin pump was missing end cap sticker. Data analysis- unable to perform data analysis due to no insulin pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube.